Event description:
Event description cpi received information that due to subclavian crush (insulation damage) this endotak transvenous defibrillation lead (0064) was removed from service. Two other cpi leads (0095 and 0049) were implanted.